Event description:
A report was received that a pt's precision system was explanted, due to infection. The physician reported that the pt is prone to infection and this infection is not device related. The infection was at the pocket site and near the cervical lead incisions. The pt was hospitalized the previous week for pain, redness, and swelling in her neck.

Manufacturer narrative:
The explanted devices were not returned to bsn because they were discarded by the medical facility. A review of the mfg documentation for the explanted devices found that no anomalies or deviations potentially related to the event occurred during mfg. A review of sterilization records found them to be satisfactory.